Manufacturer narrative:
Date of event: (B)(6) 2018. Date received by manufacturer: 10/aug/2018. The motor controller (mc) printed circuit board was returned for evaluation. The part was tested and no issues were found. The part performed as designed. Root cause of the event could not be determined.

Event description:
It was reported that the ventilator had a power supply issue over voltage protection error message. No patient involvement.